Manufacturer narrative:
Additional information: date of event: unknown as information was not provided. The best estimate date is between (B)(6) 2019 and (B)(6) 2019. (B)(4). Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported intraocular lens (iol) was implanted in the patient¿s ocular sinister and explanted due to complaint of myopic astigmatism. There was no incision enlargement, no suture(s), and no vitrectomy. The lens is not available for return. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: section b-3: date of event was updated from unknown to (B)(6) 2019. Section h-6: patient code 3191 ¿ clinically significant induced astigmatism. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.